Event description:
On (B)(6) 2012, the reporter contacted animas alleging that unprogrammed pump suspensions have occurred. Reporter states pump has suspended itself without buttons being pushed: this has happened twice, and the keypad was locked. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged malfunctions remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the pump was set with a 1 unit per hour basal program and exercised for 24 hours. The keypad was locked and the pump was found not self suspend during the 24 hour time period. A normal 10 unit audio bolus and a 10 unit normal bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad. The reported complaint was unable to be duplicated during investigation.